Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert component. Additionally, an unknown femoral component was reported. At this time, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and a potential malpositioned implant involving a triathlon insert was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided operative report and office notes were reviewed by a clinical consultant who deemed the information insufficient for a medical dictation. A review of medical records dated (B)(6) 2014 states: ¿I think a lot of the discomfort that she is experiencing may be due to the increased valgus position of her limb.¿ device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: a review of medical records dated (B)(6) 2014 states: ¿I think a lot of the discomfort that she is experiencing may be due to the increased valgus position of her limb. I think the valgus positioning may be placing more stress against the medial collateral, which I found diffusely tender where she reports most of her discomfort with ambulation.¿ while the pain may be coming from malposition of the implants, this cannot be confirmed and the root cause cannot be determined because insufficient information was provided for review. Further information such as the revision operative report and x-rays are needed to complete a full investigation for determining root cause.

Event description:
It was reported patient was having pain, surgeon revised femoral component and insert.

Event description:
It was reported patient was having pain, surgeon revised femoral component and insert.